Event description:
There was an allegation of questionable elecsys hcg+b results for 1 patient sample on a cobas e 601 module. There was an allegation of a suspected interference with the elecsys hcg+b assay. The initial result was 15.15 miu/ml. The sample was tested in another laboratory using an e601 module and the results were 14.98 miu/ml and 14.67 miu/ml. The sample was tested using the abbott method and the result was <1.2 miu/ml (negative). The sample was tested using the mindray method and the result was <0.5 miu/ml (negative). The questionable results were not reported outside the laboratory. The sample was repeated as the questionable results did not match the patient's clinical diagnosis.

Manufacturer narrative:
E1 initial reporter street: block b, building 3, (B)(6). The customer's e601 analyzer serial number is (B)(6). The serial number for the other e601 analyzer was not provided. The sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. The patient sample was investigated. The investigation results were: elecsys hcg+b: 15.495 miu/ ml free hcg: 0.100 iu/l with a data flag hcg-stat: 16.65 miu/ ml. Discrepant high hcg results compared to a competitor (abbott mindray) are due to the different epitope recognition for the antibodies of the different assays. An assay interference was excluded. The investigation did not identify a product problem.